Event description:
The article, "intra-annular self-expanding or balloon-expandable tavi in small annuli: the navultra registry", was reviewed. This research article is a retrospective multicenter experience to evaluate the clinical outcomes and valve performance at 30 days and 1 year of the intra-annular self-expanding navitor transcatheter heart valve (thv) compared with the intra-annular balloon-expandable sapien 3 ultra thv in patients with small aortic valve anatomy. The devices included in this study were navitor and sapien 3 ultra. The article concluded that among patients with aortic stenosis and small annuli undergoing transcatheter aortic valve implant (tavi), the navitor and sapien 3 ultra devices were comparable with respect to the 1-year composite endpoint of mortality, heart failure hospitalization, or disabling stroke. However, the navitor was associated with superior hemodynamic performance, showing a reduced risk of prosthesis-patient mismatch and residual high gradient, but with a higher rate of mild perivalvular leaks and permanent pacemaker implant. [The primary and corresponding author was stefano cannata, unit of interventional cardiology, department of cardiothoracic surgery, irccs-ismett (mediterranean institute for transplantation and advanced specialized therapies), palermo, italy, with corresponding e-mail: stefanocann@gmail.com.] This study included patients with an aortic annulus area less than or equal to 430mm^2 undergoing tavi with either navitor or sapien 3 ultra from the navultra registry from 01 november 2018 to 30 april 2024. A total of 1617 patients were included in the study, of which 48.6% (787) received an abbott device. The average age was 80.7 years. The majority gender was female. Comorbidities included heart failure, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, severe liver disease, atrial fibrillation, peripheral vascular disease, coronary artery disease, and prior myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, severe liver disease, atrial fibrillation, peripheral vascular disease, coronary artery disease, and prior myocardial infarction. Complications reported included perivalvular leak, cardiac tamponade, pericardial effusion, heart failure, heart block, atrial fibrillation, bleeding, surgical intervention (permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: intra-annular self-expanding or balloon-expandable tavi in small annuli: the navultra registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.